Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "physician using the grl blade had tip of blade break off right where the green sleeve starts on the grl miller 3 blade. Piece of fiberoptic light pipe was recovered and none is suspected to be currently in patient. " it was reported there was no injury or consequence to the patient. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "physician using the grl blade had tip of blade break off right where the green sleeve starts on the grl miller 3 blade. Piece of fiberoptic light pipe was recovered and none is suspected to be currently in patient. " it was reported there was no injury or consequence to the patient. Patient condition reported as "fine".